Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that water seepage at the mark. Customer change new needle.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that water seepage at the mark. Customer change new needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause remains unknown. One 22 ga x 0.75 in safestep infusion set was returned for evaluation. The packaging label indicated lot: asfrf013. The safety mechanism was returned fully activated over the needle bevel. No apparent cracks or damage was noted on the needle housing. The infusion set was flushed and pressurized, and a leak was observed to emanate from the proximal end of the needle extending from the housing. Additional inspection revealed fluid to flow through the housing started at the proximal interface of the extension tubing and needle housing. The housing was illuminated using uv lighting and revealed the presence of adhesive at the component interface regions. Based on the condition of the returned sample, possible contributing factors include adhesive bonding issue and manipulation of the bonded joints during handling and use. Since the infusion set was found to leak during functional testing, the complaint is confirmed but the exact factors remain undetermined. A lot history review (lhr) of asfrf013 showed no other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that water seepage at the mark. Customer change new needle.